Event description:
It was reported that when using the bd pyxis¿ es server, a patient name change did not cross over to the pyxis servers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient's name changed was not crossing over to the servers. A technical support specialist confirmed with the customer that the patient's name had been changed, which caused the information not to cross over into server, followed up with customer to gather additional details, after which the issue was resolved by the cerner team. The customer provided permission to close the case as resolved. The system functioned as intended after the technical support specialist investigated the issue.